Event description:
It was reported that the device was non-functioning. The device stopped working about 6-7 years prior to this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3889-28, lot# j0309546v, implanted: 2003-(B)(6), (B)(4).